Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) showed a remaining longevity of seven years. It was reported that approximately eight months ago, the device showed a remaining longevity of nine years. A copy of device memory was submitted for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the device memory indicated the average power consumption was approximately 42 microwatts (uw), which, was noted to be within normal limits. Analysis of the device memory concluded that there were no signs of device malfunction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information was received that this device was explanted and replaced approximately one month later due to infection. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.